Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2018-02003. It was reported the patient had been unable to receive adequate stimulation/therapy. An impedance check revealed high impedance on one of the patient's leads. Reprogramming was performed to provide needed therapy but was unsuccessful. As a result, the lead (with high impedance) was explanted and replaced. Surgical intervention addressed the patient's issue. Both of the patient's leads are being reported because it's unknown which lead was liable/replaced.